Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they had they battery changed in (B)(6) 2018 and it never worked from then even though they kept changing programs. The rep tried changing the programs but none worked. In october the doctor changed the program to 3 and it is working well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated her ins was not giving her therapeutic benefit and she still has to get up 4 times a night to use the bathroom since implant. The patient put new batteries in pp before call and stated her stim was 7.2 on program 1. The patient felt stimulation at a comfortable level, but more in her rectum area. Caller stated with her last device, she felt it in the vaginal area and it worked beautifully. Caller wanted to switch programs. Patient walked caller through how to switch programs. Caller was now on program 2 with a stim of 4.3. Caller stated she feels it in her rectum area again and it was comfortable. Additional information received from the patient reporting the same issues. Patient stated she has not had therapeutic benefit since her ins was replaced and was currently on program 4 at 4.5. Patient switched to program 3 at 3.5 and felt stim comfortably in the rectal area. Patient stated with he r last device, she felt stim more in the vaginal area. Patient stated every program on her pp provides stim in the rectal area. The patient was redirected to hcp for possible reprogramming. Additional information received from the patient stated therapy was not working at all. She was up 6-7 times a night. Since (B)(6) 2018 therapy has not helped. Pt says the first ins stimulated towards the front and this one stimulates in the rectum. Patient does not think she tried all 4 programs. Patient was on program 3 at 8.5 v. Pp showed ins was on. On the call pss assisted patient switching to p1. Patient adjusted stim to 6.0 v will monitor symptoms and adjust if needed. Patient will follow up with hcp. Patient is scheduled to see hcp on (B)(6). Additional information was received. The patient wanted to know if it was normal for their implant to move a little, they then stated that their implant moved a little bit,which it had never done before. They also stated their reason for calling was the same as last time, their implant did not seem to be working at all. They wanted assistance changing to program 2, information was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that it's still not working meaning they are barely getting any therapy results if any. Patient services reviewed how to use the patient programmer and how to change form p3 to p4. When the patient tried to increase amplitude, they encountered the message that therapy was off. Patient services reviewed hot to turn back on and the patient adjusted amplitude to a comfortable level. Patient services discussed that its unclear how long therapy had been turned off since the last call to patient services and reviewed the difference between stim off button and power button the programmer. Patient services reviewed general use of the patient programmer. No further complications were reported. [(B)(4) for related event regarding the programmer pouch strap].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the program was reset. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that it didn¿t seem to be helping them at night as they were up every hour and a half to two hours at night for the bladder. The patient reported that this started about a month ago. The patient reported that they had gone to the health care physician (hcp) in (B)(6) 2020 and the hcp said to increase the stimulation to 3.9 volts but that had not helped. The patient¿s current setting was on program 3 at 3.9 volts and while on the call they increased it to 4.7 volts. The patient also mentioned that they had interstitial cystitis (not alleged to be related to the device/therapy). There were no further complications reported.